Event description:
It was reported that when impacting the navigator implant the slide locking mechanism broke off the device. The physician had already released the lock and was rotating the implant. As such, the surgeon continued to rotate the implant and removed the inserter without further incidence. X-ray was taken and a small object appeared. Suction was taken and the object disappeared from view upon additional x-ray. Not certain if object was part of broken device as it appears that all pieces although broken are complete.

Manufacturer narrative:
Results: upon analysis, a CAPA was implemented to align usage and design specifications. Manufacturing procedures were updated. Conclusion: the navigator straight inserter was confirmed to have a broken slide button as well as deformed inserter tips upon visual inspection. A minor delay was reported and no other adverse consequence.

Event description:
It was reported that when impacting the navigator implant, the slide locking mechanism broke off the device. The physician had already released the lock and was rotating the implant. As such, the surgeon continued to rotate the implant and removed the inserter without further incidence. X-ray was taken and a small object appeared. Suction was taken and the object disappeared from view upon additional x-ray. Not certain if object was part of broken device as it appears that all pieces although broken are complete.